Manufacturer narrative:
(B)(4). Eval results & conclusion: (endoleak): (type 2 endoleak).

Event description:
An aneurx abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt had notable pt iliac collaterals and lumbars. It was reported that after the aneurx bifurcated stent graft was implanted, the final angiogram showed a suspected type 3 endoleak from around the gate area on the ipsilateral side. The decision was made to implant a 14x14x85 aneurx limb to reline the ipsilateral limb and this successfully resolved the endoleak. The pt had been given 6,000 units of heparin during the case. A type 2 endoleak was still present. No further intervention was performed and no additional clinical sequelae were reported. The pt is fine.